Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2011. Product event summary: the full lead was returned in segments, analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead was explanted and replaced. Additionally, it was reported that during the ra lead extraction the right ventricular (rv) lead was damaged. The rv lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.